Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited loss of capture and sensing. Lead impedance was less than 200 ohms. The lead was explanted and replaced.